Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral artery, there was excessive resistance felt when attempting to insert the valve and delivery system through the esheath+. Under fluoro it was observed that the valve would not exit the sheath and looked to be stretching. The sheath, valve and delivery system were removed without incident. Alternate devices were prepped. The second valve went through the esheath+ normally and the valve was implanted successfully. The devices were disposed of by staff before they were able to be documented. The patient was in stable condition following implant.